Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 6 drawer board failed. A field service engineer (fse) replaced drawer board and module board and checked and reseated cables to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user found the pyxis unit completely non-functional (dead) upon inspection. The back of the unit was opened to troubleshoot, and it was determined that sc-12w auxiliary drawer 6 was unrecoverable and prevented the station from completing the boot process. The input line for drawer 6 was disconnected, after which the pyxis station booted up normally. Drawer 6 remained offline followed this workaround. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.